Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation to plug device in a different outlet, power device on, air pressure is visible on the screen but no airflow, power button is flashing and service required on display. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the pca burned, no air flow blower, outlet seal contaminated. The customer complaint was reproduced. There was multiple error has been identified. The device was scrapped.